Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.

Event description:
Our affiliate is reporting that during an arthroscopic shoulder repair the spiralok anchor broke while the surgeon was inserting it into the bone hole. For whatever reason, the surgeon reamed out the distal portion that was captured in the bone (they talk about not damaging the tissue and they are citing extra time). Questions are out to our affiliate for further detail and clarity.